Event description:
During lap nissen the harmonic defaulted to "identifying device" and had to be re-tested three times before we changed cords and devices. New cord and handpiece opened and worked without problem. No harm to patient.